Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stenting treatment procedure a stent dislodgement occurred. The 95% stenotic de novo lesion was located in the heavily calcified and mildly tortuous mid right coronary artery (rca). The physician first predilated the lesion with a 2.5x15mm and 2.5x30mm balloon catheters. Then the physician began introducing the 4.0x16mm liberte bare stent through a guide catheter and felt resistance when the stent was in the proximal portion of the rca. The physician then decided to remove the stent and saw that the stent was in the guiding catheter lumen. The physician removed the whole system. The procedure was successfully completed with 4.0x12mm liberte bare stent. Pt status is reported as "stable".